Event description:
Olympus medical systems corp. (Omsc) was informed from olympus (B)(4) that tissue pad peeling occurred during laparoscopic pancreatectomy procedure. Other information obtained is as follows. - the error code at the time of occurrence is unknown. - the same event occurred twice in the procedure. - the tissue pad peeling occurred after about two outputs in both cases. - no dropout into the patient of the tissue pad has occurred. The intended procedure was completed with a sonosurg. There was no report of patient injury associated with the event. This report is the second case.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation.in the evaluation of omsc the following was confirmed, - the product name was tb-0535fcs.- lot no. 11k- the tissue pad was partially peeled off.- there was a contact mark with the probe tip on the non-insulated part.- there was a mark on the tip of the probe that came into contact with the non-insulated part.- a probe check was performed by combining the actual product with the usg-400, esg-400, and td-tb400 owned by omsc, and there were no abnormalities.- when the grip was closed and the seal mode was output, no seal short circuit error (error code: u511) occurred.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection]high-frequency output. [Inspection]appearance. Based on the physical investigation result and review of device history record, the exact caul from the physical investigation result and past cases, it is likely occurred the peeling of the tissue pad by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. From the physical investigation result and past cases, it is likely the error by the following mechanism: the worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The above device handling has warned in the instruction manual.